Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl. The customer was treated with food and was hospitalized. The customer was wearing the insulin pump during the hospitalization. The customer reported that the customer was able to smell insulin. The customer¿s current blood glucose level was 158 mg/dl. The drive support cap was normal. The insulin pump will not be returned for analysis.